Event description:
Cooks cervical ripening balloon was inserted into patient and 80 cc were instilled into the uterine balloon. Later, leaking was reported by patient. Fluid was tested for nitrazine and was negative. It was then noted that the cervical ripening balloon was deflated. Removed and replaced.